Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebx1347 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that a contamination of foreign material was found near the connection part. There was no reported patient involvement. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of foreign material in the connector was confirmed, and based on the sample condition, this was considered manufacturing related. One 22g huber plus infusion set was returned for investigation. The sample appeared unused. The clamp was closed over the extension set tubing. The infusion set was received with the cap attached to the luer. A white loose material was visible within the luer adaptor. The material was removed from the luer adaptor and was found to be thin sheet of material that was 3mm wide and x 4mm in length. A microscopic examination revealed one side of the material to be flat and smooth. The other side of the material was raised and rough. A tactual investigation revealed that the material could be torn apart, but was not fibrous. The material does not resemble the components used in the assembly of the device; however, since the sample appeared to be unused, the complaint was considered manufacturing related. A lot history review (lhr) of rebx1347 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a contamination of foreign material was found near the connection part. There was no reported patient involvement. No other information was provided.